Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a charge circuit timeout and an inactive charge circuit. The device was noted to have reached end of service (eos) nearly two years prior but replacement had been delayed by the patient. The device was explanted and replaced. No patient complications have been reported as a result of this event.